Manufacturer narrative:
(B)(4). Device evaluation: an autopsy was not performed and the pump was not explanted. The report of the patient being found on depleted batteries was confirmed based on the information contained in the log file retrieved from the returned system controller; however, a specific cause for the event could not be conclusively determined. According to the information captured in the log file, the pump operated as intended until a time clock reset event occurred, indicating that there was a loss of power to the system controller, resulting in a pump stoppage. The event was preceded by low battery advisory and low battery hazard alarms and the power save mode active, consistent with the reported event. The evaluation could not determine how long the system was without power. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The MFR is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The perfusionist reported that the pt was found unresponsive at home. His brother connected new batteries and it seems the pump restarted. It appeared that the pt fell asleep on battery power, and did not awake when his batteries ran low, and he received an alarm. The log file showed a loss of power to the system controller, causing the pump to stop and it reset the internal clock. The pump was on batteries, and then went into power saver mode once the low battery advisory was triggered (15 minutes of battery remaining). Once the pump stopped there was an audible alarm on the system controller, but no event log recorded until power was restored. Once power was restored, the pump ran for 29 minutes until there was a pump disconnect alarm. The system controller will be sent back for evaluation.